Event description:
A customer observed a negative (non-reactive) ahbc result for a patient sample tested on a vitros eci analyzer. This result did not agree with results obtained from an alternate ahbc method on that sample. A previous sample from the same patient gave borderline vitros ahbc results which is why the sample listed in this event was assayed. False negative results may lead to inappropriate physician action. It is unknown if the result of this event was reported. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The ahbc result for the sample in question is believed to be reactive based on alternate method confirmation and additional viral markers on an alternate sample of the same patient. Vitros ahbc quality control results were acceptable the day of the event. No further investigation was possible due to the customer's unwillingness to provide additional information. Investigation into this event is unable to determine a root cause although it is unlikely that an unknown sample interferant may have caused the erroneous vitros result.